Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation. Exterior visual inspection showed no signs of physical damage. The simulated treatment was performed, completed without any failures or problems. There were no discrepancies encountered in the internal inspection of the cycler. Dried fluid was found within the cassette compartment during the initial inspection. Testing found no indication of an equipment failure that would cause a fluid leak. The cause of the encountered dried fluid could not be determined.

Event description:
Patient stated that last night after completing treatment on the cycler when she opened the cassette door fluid was leaking from within the cassette door. The cycler was replaced. A follow up call was made to the patient's nurse who reported that there was no patient injury or missed treatments.